Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with two 325cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including chronic fatigue, rash all over her body, a cough that does not go away and is more when she lays on her either side, depression, and memory loss. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis.